Manufacturer narrative:
Per customer, the leak was observed at the glum cup after performing cup maintenance. A bci field service engineer (fse) cleaned retainer and port with di water. Put existing glucose sensor back on analyzer. No leaking observed. Fse primed glum and observed proper filling and stirring. Calibrated glucose sensor. Fse stated that the customer had small amount of reagent drip from around retainer. Fse calibrated the glucose sensor and verified instrument performance per established procedure.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to glucose cup leak on the unicel dxc 600i synchron chemistry analyzer. No injury or exposure to biohazardous materials was reported.